Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 12 x 1.5 unspecified compliance balloon catheter was used for predilation. Then the 2.50x38mm promus element plus stent was advanced but was not able to cross the target lesion. The lesion was again dilated with a balloon and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various kinks throughout. The hypotube was broken approximately 219mm from manifold. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).